Manufacturer narrative:
The investigation into the reported the cracked purge sidearm was completed. The device was not returned for evaluation. The cause of the sidearm break was likely due to the bicarb weakening the plastic of the yellow luer. The root cause of the purge leak was sidearm yellow luer damage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended. Per the IFU: "do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol."

Event description:
The user facility reported that the patient¿s sidearm on the impella 5.5 cracked overnight while sleeping. Purge bypass was completed without issue. Staff stated that the 3-point fixation and case remained in place and intact and there were no reports of use of alcohol products. Sodium bicarbonate was used in the purge. There were no reports of harm to the patient.